Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes that the correction factor settings were inaccurately programmed onto the pump; however, was unsure of the accurate settings. Blood glucose level was 300 mg/dl. Reportedly, the customer consulted with healthcare provider regarding the pump settings.